Event description:
The manufacturer received information alleging that an event occurred where the unit generated black-out and rebooting. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The initial evaluation stated that no abnormality in the unit was confirmed and there was no error which is relevant to the reported issue was confirmed in the error log. Either no part will be replaced or pca will be replaced preventively. Further evaluation confirmed in the error log that a log(s) indicating that the unit rebooted due to program error was remaining. The software version was upgraded to the latest 3.6.1 to address the issue.